Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: a delamination total was observed of valve assessed as an adhesive failure. Additional observations: ¿ creases were observed. ¿ yellow biological tissue observed inner the surface of the shell.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted.